Event description:
It was reported to medtronic minimed that the customer experienced insulin flow was blocked during priming process. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1712kl was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thus software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer's call. The adapt tool revealed no alarms around the event date related to delivery anomalies. During testing, persistent pump error 38 was displayed upon rewind. Unit failed the rewind test due to persistent pump error 38. Unable to continue with displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to persistent pump error 38 during rewind. Proceeded by cutting unit open and perform a visual inspection of all connectors and electronic assemblies. No moisture damage was noted on electronic assembly or motor assembly. Isolate to motor assembly. Unit also received with scratched case and pillowing keypad overlay. In conclusion, customer allegations with insulin flow blocked alarm was unknown when persistent pump error 38 was noted during testing rewind and no further tests were able to be conducted. Isolate to motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.